Manufacturer narrative:
It was reported that the amulet device was successfully implanted on the first deployment without any difficulty. At the end of the procedure protamine was administered. Reportedly, the patient expired a week after procedure. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on cine and medical review performed at abbott, the patient had chicken wing anatomy with long neck. Very close proximity between laa and pa. The device was implanted proximal in laa and the device looked oversized with significant lobe compression. It is possible that the pe may be caused by very short distance between laa and pa, and due to oversizing of device. However, based on the information available, it is difficult to determine with certainty the exact cause of the reported event. The cause of reported patient death could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Prior to the procedure, the patient was taking oral anti-coagulant eliquis, which was held one day prior to procedure. During the procedure, the patient was in normal sinus rhythm. Heparin was administered, and the patient's activated clotting time (act) level was 238 seconds. The left atrial pressure was 17mmhg. The device was successfully implanted on the first deployment without any difficulty. At the end of the procedure, protamine was administered. On (B)(6) 2024, the patient was found at home expired for awhile. The exact date of death was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.